Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were going along fine and all of a sudden, they couldn't pee. Patient stated they had increased stimulation up to point where it was very unpleasant and then backed it off a couple notches and but they were still not able to pee. Patient reported this started maybe last wednesday or thursday and they had been self catheterizing since. Patient services reviewed role of patient services and redirected patient to healthcare provider to discuss symptoms. Patient reported they had tried to get in to see their healthcare provider over the last 3 days and stated the earliest they can see them is september 13th. Patient stated they were going to run out of catheters before then. Patient stated they told their physician's staff about these issues and plan to tell their physician about this but so far they have not got a response. Patient inquired if they can't get in to see their dr, what are they going to do. Patient services redirected patient to healthcare provider (hcp) and offered to send patient physician listing if needed, but patient did not state they wanted this. Patient inquired about how to get device to work. Patient stated no one talked to them about changing programs. Agent reviewed general therapy/programs overview. Patient wanted to try increasing stimulation. Patient successfully connected with implant on the call and confirmed therapy was on at 5.0v on program 5. Patient increased stimulation and stated the level was "tolerable" and they could definitely feel it. Agent reviewed to ensure stimulation is comfortable. Agent was unable to get confirmation from patient that stimulation was comfortable but patient stated they wanted to leave stimulation at that setting. Patient will maintain stimulation level and will continue to track symptoms.